Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) was selected for use. The transesophageal echocardiography (tee) probe was inserted, and the venous introducer sheath was introduced. After confirming the absence of thrombus in the laa, transseptal puncture was completed, and 8,000 units of heparin were administered. An amplatz super stiff wire was advanced into the pulmonary vein, and the transseptal sheath was exchanged for a watchman fxd double curve access system. A pigtail catheter was then used to access and visualize the laa in two planes via contrast angiography. Following consultation with attending physicians, a 27mm wds was selected. The delivery system was flushed per boston scientific (bsc) guidelines and inserted into the was sheath. Air clearance was confirmed via angiography. Upon deployment of the flx ball, small air bubbles were observed in the laa on tee. The physician immediately aspirated the was sheath and identified that the was sheath had retracted over the device wire, causing a molding defect in the flx ball. It was also noted that the connection between the was sheath and the wds was unstable, becoming loose and detaching multiple times during the procedure. Despite the presence of air bubbles, the closure device was successfully positioned, and the air was trapped within the laa. The patient remained hemodynamically stable throughout the procedure. After the procedure, the was sheath and wds were re-tested on the operating table. The disconnection issue recurred, suggesting that the connection points may be worn or incompatible. Both components were retained and will be submitted for further evaluation.

Manufacturer narrative:
Device evaluated by MFR.: a watchman fxd curve access system (was) was returned for device analysis along with the related watchman flx delivery system (wds). Device to device interaction test was performed and the delivery system was advanced through the returned access system, and the hubs were snapped together. An audible snap was heard. However, the delivery system hub fell out of the access system. The access system cap was measured under a smart scope and was conforming to specification. The supplier, ((B)(4)), confirmed the potential impacted batches passed all inspections required per aac. Product analysis confirmed the reported device incompatibility as the delivery system did not stay snapped into the access system. Product analysis could not confirm the reported air embolism as clinical circumstances could not be replicated.

Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) was selected for use. The transesophageal echocardiography (tee) probe was inserted, and the venous introducer sheath was introduced. After confirming the absence of thrombus in the laa, transseptal puncture was completed, and 8,000 units of heparin were administered. An amplatz super stiff wire was advanced into the pulmonary vein, and the transseptal sheath was exchanged for a watchman fxd double curve access system. A pigtail catheter was then used to access and visualize the laa in two planes via contrast angiography. Following consultation with attending physicians, a 27mm wds was selected. The delivery system was flushed per boston scientific (bsc) guidelines and inserted into the was sheath. Air clearance was confirmed via angiography. Upon deployment of the flx ball, small air bubbles were observed in the laa on tee. The physician immediately aspirated the was sheath and identified that the was sheath had retracted over the device wire, causing a molding defect in the flx ball. It was also noted that the connection between the was sheath and the wds was unstable, becoming loose and detaching multiple times during the procedure. Despite the presence of air bubbles, the closure device was successfully positioned, and the air was trapped within the laa. The patient remained hemodynamically stable throughout the procedure. After the procedure, the was sheath and wds were re-tested on the operating table. The disconnection issue recurred, suggesting that the connection points may be worn or incompatible. Both components were retained and will be submitted for further evaluation.